Event description:
It was reported that the pump battery could not be charged. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor (cgm). Cause was not known. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.